Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five 80 joule inappropriate shock as the result of double counting due to wide complexes while the patient was dancing. Therapy was exhausted. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.